Event description:
Most likely the needle was inserted via the internal jugular vein. The guidewire migrated into the subclavian vein. The user removed and reinserted the guidewire. Upon reinsertion, the tip of the j guidewire got damaged.

Manufacturer narrative:
The manufacturer has received the sample, and will be evaluated. Results are expected soon.